Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported an ongoing skin irritation at the pod sites which cause excessive redness and swelling as well as blood glucose levels ranging 180-250 mg/dl. Patient¿s blood glucose levels reached 322 mg/dl at the time of reporting. The patient reported that the affected area was on the arm and similar to a bug bite. The patient visited a dermatologist on (B)(6) 2026 and was prescribed hydrocortisone cream. A new pod was successfully applied.